Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level, value was not provided; cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.